Manufacturer narrative:
(B)(4). D10: 42502006202, 67285771, psn fem cr cmt ccr nrw sz7 r; 42532007102, 67503156, psn tib stm 5 deg sz e r; 42522100710, 67375800, psn mc ve asf r 10mm; 43557003014, 039570, canary tibial ext 14 x 30mm; 42540000032, 67558901, psn all poly pat 32mm. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported in the clinical study that the patient received a bupivacaine injection due to pes anserinus bursitis and iliotibial band tendonitis five months post initial right total knee arthroplasty. Both ae have been reported as resolved. The patient has reported being satisfied with outcome. Attempts have been made and no further information has been provided.